Event description:
It was reported via repair work order that the foot end would lift when weight was applied to the head end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.